Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an a leak with the pump tubing the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. It was added that this patient had his previous device implanted for 10 years. Should additional information be received a supplemental report will be filed for the addition information.